Event description:
The recipient is reportedly experiencing redness, tenderness, and a sore at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient reportedly is also using a topical ointment and gauze with the uhp which has improved the issue.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow up. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.